Event description:
It was reported that the device several auto mode switch episodes were observed due to undersensing of atrial activity. The physician performed program changes. The patient was in good condition before and after the event.